Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s back housing was coming apart and the screen was cracked, while the device continued to function and deliver insulin as expected with a protective case in place. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included no interruption of therapy and no need for medical intervention. Investigation included customer interview and device replacement logistics. Investigation of this device revealed a device mechanical integrity issue involving the enclosure and display, with no functional performance failure or alerts. It was concluded, based on previously established findings for similar reports, that the cause was device component damage consistent with physical stress or impact.